Manufacturer narrative:
Additional narrative: philips has investigated this complaint. A philips service engineer inspected the system onsite and determined that the wireless footswitch battery was not able to hold a charge. When the battery is defective, the wireless connection is not possible, and the wi-fi indicator is red. The service engineer replaced the wireless footswitch and wireless base station and the system was returned to use. There is no indication that this issue is related to the previously identified connection issue which resulted in a prior occurrence of serious injury (tw(B)(4)). The issue was caused by an electrical failure of the wireless footswitch, resulting in the battery not holding a charge. As per IFU (4522 203 78554) , "before using the system, check that the wireless foot switch functions with the system.... Check the status of the indicator lights on the wireless footswitch to ensure that it has sufficient charge and that the wireless connection is operational." Additionally, a wired foot switch can be connected. In this case, the customer used the wired footswitch when the led indicators were red.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. The wireless footswitch was not charging and the wifi indicator was red. The elective vascular procedure was completed by using the wired footswitch. No patient harm has been reported. Philips has started an investigation of this complaint.